Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per customer, patient information and additional event information were not available.

Event description:
It was reported that extension set cracked and leaked at filter. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the extension set cracked and leaked at the filter was confirmed. Examination under magnification of the set's micron filter observed the top assembly not fully secured to the bottom assembly. No obvious damages were observed. Although a slight separation was observed on the filter, functional testing confirmed leaking from the filter weld. No other leak was observed from anywhere else along the set. Handling of the filter observed the top assembly was able to be lightly pried away from the bottom assembly. The cause of the leak was due to the observed damage. The root cause of the damage was not identified.

Event description:
It was reported by the rn that the extension set cracked and leaked at the filter. It was further confirmed during follow up, that there was no patient harm as a result of this event.